Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Information was not provided for: pt. Info. The device was available for analysis. (B)(4). Findings: in the case of multi-piece construction, it was found that the weld on the extractor body was breaking. This allowed the component parts to disassemble. The engineering print for the femoral trial extractor (02-029-219-1202 rev a) allowed for ¿single or multiple piece construction¿ (note 2). However, the print did not specify how to weld/assemble the device if multiple-piece construction was to be used. Most likely underlying cause/root cause: based on the CAPA and crc, the broken device reported in (B)(4) was likely the result of an insufficient weld on 02-029-219-1202 rev a, which led to weld fracture and component disassembly. Corrective action taken: parts will not be ordered unless they are manufactured as a single piece construction. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. ¿ check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to manufacturing issues. There is no reported patient adverse event. The device can fracture and disassemble. Based on (B)(4), the broken device reported was likely the result of an insufficient weld on 02-029-219-1202 rev a, which led to weld fracture and component disassembly.

Event description:
It was reported from the us that the femoral trial extractor broke during surgery. The device was returned. Attempts were made to request additional information from the rep, but no responses were received. There is no other information provided about this device/event from the contacts.

Manufacturer narrative:
H10. As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. This medwatch is being rescinded: upon further review of reportability- if the malfunction were to recur, it is not likely to cause or contribute to serious injury or death. The disassembled parts are not likely to fall into the wound site or interfere with the surgical implant procedure.